Event description:
It was reported that a system remote alert of a mechanical heavy shock to the detector was received. The device was in clinical use and there was no harm to patient or user.

Manufacturer narrative:
Ref ID: (B)(4). The digitaldiagnost c90 is a mobile x-ray system for general radiographic purposes. A portable digital flat panel detector (model "skyplate") is used for image capture. Philips received a complaint on the digitaldiagnost c90 indicating a system remote alert of a mechanical heavy shock to the detector. The device was in clinical use and there was no harm to patient or user. The remote service engineer (rse) analyzed and concluded that the detector was dropped as there were mechanical shocks registered in the detector shock log. Gain and pixel calibration steps for the detector were provided to the customer. After calibration performed from the customer, the device tested okay. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error). The device was calibrated and remains at customer site. This issue further monitored and trended.

Manufacturer narrative:
Reference ID: (B)(4). Following are the corrections made pertaining to emdr report number 3003768251-2024-00061. 1. Contact office: changed from "(B)(4)" to "(B)(4)". 2. Report source - changed from "company representative, foreign, health professional, user facility," to "company representative, foreign, health professional".